Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma¿ with lidocaine and juvéderm® volift¿ with lidocaine. Four days later, patient experienced change in skin tone and pain in left nasal ala. Ultrasound was performed which showed a reduction in the flow of the left alar artery. Patient was treated with hyaluronidase. Symptoms improved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-32578). This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.